Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and associated transvenous defibrillation lead exhibited right ventricular pacing impedance measurements of >2000 ohms. Pacing thresholds had increased. Noise was observed on the rv and shock channels. A chest x-ray showed no lead movement. Technical services discussed trying to recreate the noise with pocket manipulation. Technical services discussed a potential connection issue or lead issue. The field representative later reported that the patient was scheduled for a lead revision.

Manufacturer narrative:
The field representative reported that during the invasive procedure, a loose setscrew was confirmed. The connection was tightened and this resolved the out of range impedance issue. No additional adverse patient effects were reported. The lead and device remain in service without further complication.